Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection fortum (1g every day, route not specified) and injection vancomycin (1g once every fifth day, route not reported) for the event. Pd therapy was ongoing. At the time of this report, the patient was recovered from the peritonitis and antibiotic therapy was ongoing. No additional information is available.